Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient is not tolerating the lens. The patient consulted for a second opinion and wants the wants the iol explanted. Additional information was provided by the account manager that the lens was explanted in a secondary procedure and replaced with a different model and diopter iol. The symptoms have resolved. Further information provided by the surgeon indicated the patient experienced "ghosting, waxy vision, not clear" vision with the original iol.